Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise and oversensing on the right ventricular (rv) lead, which resulted in inappropriate anti-tachycardia pacing (atp) and shocks. Therapy was not exhausted. In addition, the right atrial (ra) lead also exhibited noise and oversensing. Troubleshooting was performed and the noise was reproduced with isometrics. It was noted that the clock in the device displayed the incorrect time. Boston scientific technical services (ts) discussed that the device was last interrogated in a different time zone, therefore, the device date and time was synced to the programmer's. Subsequently, a revision procedure was performed. The ICD, ra lead, and rv lead were explanted and replaced. No additional adverse patient effects were reported.